Event description:
It was reported that during a procedure to place a stent in the sfa, the stent foreshortened excessively. It was reported that the vessels were straight and there was no excessive stenosis. No injury to the patient reported. There were no reported additional interventions.

Manufacturer narrative:
This is being reported because this device is the same or similar, which is marketed in the united states. As the sample remains implanted, there will be no sample returned for evaluation. With the information received to date, the evaluation is inconclusive and the root cause is unknown. The current IFU (information for use) states: prior to stent deployment, remove slack from the portion of the delivery system catheter held outside the patient. Caution: any slack in the delivery system catheter (outside the patient) could result in inaccurate stent delivery.